Manufacturer narrative:
The device is not available for return. Although not expected, if relevant further information becomes available, a follow-up MDR will be filed.

Event description:
Distributor reported the following: as part of their patient tracking procedure, they received information from (B)(6) hospital that onxm-27/29 s/n (B)(4) mitral valve that had been implanted on (B)(6) 2008 was replaced with a different brand valve on (B)(6) 2014. Any further details are not available. The distributor is not able to get information on the reason for re-operation. The reason this is being reported is because on-x life technologies, inc. Believes that the re-operation was done because of a valve-related adverse event. At this point, all valve-related adverse events reported thus far are on the list of expected events shown in section 5 of the IFU, and are occurring well-within expected rates. Review of the device history record for this valve shows the valve was manufactured in accordance with specifications.